Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the adverse event.

Event description:
Consumer reported her daughter had the string pull out of a tampon upon removal leaving the pledget inside her vaginal cavity. Her daughter was unable to remove the pledget and was brought to the ER. ER provider removed the pledget which was painful for her daughter. She stated the pain continued for two days. Her daughter took ibuprofen and her pain resolved. She did not experience any adverse health effects.